Event description:
Pt in respiratory distress. Using life pak c/p, pt was defibrillated at 200 joules. Set to 300 joules. Did not deliver 2nd shock. Pt expired during process but determined that equipment malfunction, did not contribute to death, due to back up defibrillator present in department. Disposable attachments not retained so unable to evaluate impact on event. When device later self-tested, passed all tests.